Event description:
It is reported that nine patients who received proxilock stems experienced periprosthetic fractures; it is unknown if the patients were revised or treated with fracture management.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect/com/science/article/pii/s0883540315004453. This report will be amended when our investigation is complete.